Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm, happened during normal use. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a scratched case, a cracked case behind the insulin pump near the battery tube compartment and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test and self test. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).